Event description:
It was reported that technical services (ts) was contacted with concerns regarding this cardiac resynchronization therapy defibrillator (crt-d) exhibiting loss of capture (loc) on the right ventricular (rv) channel. Upon review of the available data, ts noted possible loc of two right ventricular (rv) paces. The health care professional (hcp) stated rv threshold evaluation was going to be performed. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.